Event description:
Related manufacturer report number 2017865-2022-16972. It was reported that during a remote follow up, low pacing impedance and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Additionally, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the pptwos was suspected to be due to fusion. The device was reprogrammed to resolve the pptwos. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the physician suspected the noise and low pacing impedance were due to insulation damage on the right atrial (ra) lead, however, no diagnostic imaging was performed.